Manufacturer narrative:
Age at time of event: 60's. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a heart block. A angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the inferior vena cava. Adenosine was noted to be released from the decomposition of the blood clot causing a heart block after 40 seconds of run time. Atropine was administered to patient. There were no device issues. No further complications were reported and the patient's status was fine.